Event description:
It was reported the patient arrives for her treatment and reports that the healthcare provider has told her that the piccline catheter is leaking. (In connection with repositioning 7 days before the treatment). Checks the piccline catheter before treatment and indeed there is a backflow in the valve, slowly dripping out. No consequence for the patient/user. Treatment had to be given in an alternative way. This treatment could be given in a pvk, the piccline catheter was directly connected.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient arrives for her treatment and reports that the healthcare provider has told her that the piccline catheter is leaking. (In connection with repositioning 7 days before the treatment). Checks the piccline catheter before treatment and indeed there is a backflow in the valve, slowly dripping out. No consequence for the patient/user. Treatment had to be given in an alternative way. This treatment could be given in a pvk, the piccline catheter was directly connected.